Manufacturer narrative:
(B)(4). D10: unk plate unk lot #: qty: 1 unk screw unk lot #: qty: 2 unk cable unk lot #: qty: 4 g2: australia visual examination of the provided pictures identified product with biodebris. The pictures do not show part or lot numbers to identify the items. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure to remove a greater trochanter plate due to infection and a successful union of the fracture that originally prompted the implantation of the plate. All hardware including screws and cables were also removed. Additional information on the reported event is unavailable at this time.